Manufacturer narrative:
Section d1: corrected. Section d3: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section g1: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a brief pump associated with pressing the pump stop button on the system monitor, which was reportedly due to user error. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal bleeding and the need for right heart support could not be conclusively established through this evaluation. It was reported that a pump stop was unintentionally initiated by a bedside nurse. The issue was addressed. The patient experienced significant gastrointestinal bleeding on (B)(6) 2023 which caused suck down events between the rvad (right ventricular assist device) and lvad (left ventricular assist device). The submitted log files were reviewed which confirmed that the pump stop button on the system monitor was pressed briefly then released. The pump otherwise operated at the stored patient speed without issue. Of note, there were multiple pulsatility index (pi) events recorded on (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. It is also noted that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 1 ¿introduction¿ of the IFU lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. The heartmate 3 lvas patient handbook, rev. D, is also available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review showed pump stop command recorded on 15nov2023 at 11:39:54. It seemed that there was an unintentional initiation of a pump stop by the bedside nurse on 16nov2023. In addition, the patient had a significant gastrointestinal (gi) bleed on (B)(6) 2023 causing significant suck down events between the right ventricular assist device (rvad) and left ventricular assist device (lvad).